Event description:
The customer reported via phone call that the insulin pump may not be delivering properly. Customer reported that his blood glucose level was not dropping appropriately after being treated. Customer stated that he had a blood glucose level of 461 mg/dl the night before the call. Customer treated and it came down to 354 mg/dl by the morning of the call. The customer reported that he had been treating his high blood glucose levels with manual injections as he felt the insulin pump was not functioning properly. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.